Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was seen by the hcp on (B)(6) 2013 and they had a CT scan that showed and "overgrowth of bone" over an electrode. Impedances were tested at the time as well, and there were high impedance values. It was stated that there was break on the lead or extension. A surgical revision or replacement occurred on (B)(6) 2013. The lead, implantable neurostimulator (ins) and the extension were surgically replaced. It was noted that the a break "proximal to the extension along the lead". On (B)(6) 2013 the patient had an appointment with the hcp and it was stated that the patient experienced 60% improvement in pain.

Event description:
It was reported that during an implant procedure "everything was fine, the patient was getting good stimulation, and the impedances were normal." It was stated a few days post-operation that most impedance measurements were measuring greater than 10,000 ohms, expect for electrodes 6 and 7 (measured around 3,450 ohms). It was also stated that the measurements were consist when re-tested at 3 volts. It was noted that the patient was able to feel stimulation, but the coverage are "was not optimal" for the patient's pain. X-rays were taken and it looked like the system was intact. It was added that the revision was scheduled for today and the connections would be checked for a possible open circuit. It was reported 11 days later that the extension was replaced. After replacement, the system reportedly "worked as it should have."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 355029, lot # n119786, implanted: (B)(6) 2007, product type accessory; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(4) 2007, product type lead; product ID neu_unknown_lead, product type lead; product ID 3708240, serial # (B)(4), product type extension; product ID 3708240, serial # (B)(4), product type extension.